Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700 model: sc-8336-70 serial: (B)(6). Batch: 7056836.

Event description:
It was reported that the patient developed an infection. Additional information was received that the patient just thought that there was an infection and wanted to have the device removed. The patient underwent an explant procedure wherein all device components were removed and the patient was doing well postoperatively. The explanted device components were not returned as they were disposed by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed an infection and will undergo explant procedure.